Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached and was captured inside the capio cage. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that the needle detached while it was being loaded into the capio device for the first time. In addition, no resistance was felt while pulling the lead suture through the tissue, and hemostats were not used to grab the lead suture.

Manufacturer narrative:
Device evaluation: physical analysis of the returned mesh assembly revealed that the needle was missing from the blue and white dilator, confirming the reported event of needle detachment. Physical analysis of the returned capio device revealed that the needle was not captured inside the capio cage, as had been reported. A functional analysis of the returned capio device revealed that the device operates freely and smoothly. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event is operational context.